Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 150 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer also reported that the reservoir goes in the plastic and black rubber was came out. Customer sated that the insulin pump received insulin flow blocked alarm. Customer was not able to troubleshoot. The insulin pump will not be returned for analysis.